Manufacturer narrative:
H3: analysis of recharger. Model: 97755; s/n: (B)(6); reveled: no anomalies were visually observed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported that their recharger becomes warmer than normal when they attempt to charge their implantable neurostimulator (ins). Pt said issue started a few days ago, probably monday, pt added that they saw an error message on the controller, rm03, about few days ago. Pt also noticed the charge of their controller depletes faster than normal, pt added the controller battery charge goes to 50% in just a few minutes. Pt also commented that they are unable to charge their ins and pt described the no device found message. Agent sent request to repair to replace the recharger. Agent provided education on the no device found message. Agent advised pt to call back if issue persists on the controller battery charge after using the replacement recharger.